Event description:
A (B)(6) male pt's wife contacted zoll lifecor customer support to report that the pt's one battery was not fully charging. The pt was provided with replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (not fully charging) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.